Event description:
It was reported that the customer had a blood glucose level over 600 mg/dl. Customer was not able to correct via bolus. Customer will give himself a manual bolus and contact his health care provider tomorrow to know what to do in the event this should happen again. Customer does not have a number to put into the pump when bolusing as his meter is just telling him high. Customer was walked through a manual bolus. Customer was advised to contact his health care provider to determine how much insulin he needs. No further assistance provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.